Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071542 / 7071648.

Event description:
It was reported that the patient was experiencing inadequate and undesired stimulation despite reprogramming. The patient underwent a revision procedure wherein the ipg and lead was replaced with an MRI compatible device. The other lead was repositioned and remained implanted. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.